Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Corrosion was found at the motor assembly. The device also had a minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display with a constant tone. Customer's blood glucose value was 240 mg/dl. During troubleshooting, it was stated that the insulin pump was not dropped or exposed to moisture. It was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. It was then instructed to remove the battery for 2 hours and call back. The customer's mother called back and reported that the display did not return after the reset and the constant tone did not disappear. The insulin pump was replaced and returned for analysis.